Event description:
It was reported that during implant case small hand driver broke. No patient impact.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
An retaining square ratchet (rsr) and 1.25 hex tl,gemlock reten (B)(6) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage/malfunction with rsr however the (B)(6) has a fracture at the tip. Functional testing was performed for the returned product with an in-house stock device and rsr ratchet functioned as intended when rotating torque is applied. No malfunction. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (62636365). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported rsr product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot numbers (62636365) for similar event and no other complaint was identified. A complaint history review by item number was conducted for the (rsr) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur with the rsr device however malfunction did occur for the (B)(6) device and the reported event was confirmed.

Event description:
No further event information available at the time of this report.